Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten devices were received for evaluation; 9 events were confirmed during testing. Nine devices were found to be affected by disassembly. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the devices disassembled. Ten reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. One device was found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the devices disassembled. Ten reported events had no patient involvement; no patient impact.